Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin, and that the cartridge was leaking. Reportedly, the customer loaded a new cartridge to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Customer's blood glucose level was 185 mg/dl.